Manufacturer narrative:
The insulin pump was received with power loss alarm and replace battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed power loss alarm triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1).after disconnecting and reconnecting the internal battery connector atj6 pcba 1. Pump was monitored and functioned properly. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the batteries had to be changed several times a day. The product was returned for analysis.